Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter left common iliac artery aneurysm approximately one year ago. Proximal aorta was 26-25 mm in diameter. Distal aorta was 25 mm in diameter. Right iliac artery was 16-15 mm in diameter and the left iliac artery was 11 mm in diameter. The right femoral artery was 10 mm in diameter and the left femoral artery was 11 mm in diameter. The right and left iliac arteries were moderately tortuous with no stenosis. The circumferential aorta had no mural thrombus/calcification. An embolization of the left hypogastric artery pre-implant adjunctive procedure was performed. The devices were implanted. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right limb was placed proximally to the right internal iliac artery while the distal end of the left extension was placed distal to the left internal iliac artery. A reliant balloon was used. At the one year follow up there was evidence of stent graft kinking on CT (location of kink unknown), which required an unknown secondary intervention. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (kink). Unapproved use of device (iliac aneurysm). Conclusions: user error contributed to event (iliac aneurysm).